Manufacturer narrative:
Package seal integrity - poor/questionable a DHR, maintenance records analysis, and quality notifications were conducted, and no deviations associated with the batches in question were found. Unfortunately, with only the photo provided by the customer, we cannot conduct a detailed investigation or determine the root cause of the reported incident. Based on the available information, we cannot confirm the validity of the complaint. Our manufacturing process is validated according to defined acceptance criteria, and the incident identified in this complaint will be monitored for trend evaluation. As this occurrence does not exceed the acceptable quality limit (aql) of the batch.

Event description:
No additional information provided.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle 18ga 1in blunt fill sla package seal integrity was poor / questionable. The following information was provided by the initial reporter translated from portuguese to english: the customer reports that he found the product packaging open and with dirt on the tip.